Event description:
Reporter indicated high lead impedance was received when the resident lead was inserted into a new vns generator during a patient's vns generator replacement surgery due to end of service on (B)(6) 2012. As reinserting the lead pin into the new generator resulted in high lead impedance, a lead pin issue has been ruled out and a lead fracture is more likely. The patient was implanted with a new vns lead and generator. The patient had no known trauma and did not manipulate the vns. No x-rays were done. The vns generator was unable to be interrogated prior to the surgery and was believed to be at end of service. The patient was having increased seizures prior to the vns replacement surgery, but this was felt to be due to generator end of service. The patient was not compliant with attending follow-up appointments with her neurologist. Attempts for return of the explanted lead and generator are in progress.

Event description:
Attempts for return of the explanted vns lead and generator were unsuccessful as the hospital does not release explanted devices. Attempts for additional information regarding vns product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.